Manufacturer narrative:
(B)(4) the device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is crooked in the applier, so it cannot be released. The push mechanism can no longer function. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73j1600416 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly in the jaws of the device. The sample appears used as there is biological material present on the device. (B)(4) for investigation photos. The partially loaded clip was manually removed from the jaws and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The clip was unable to properly load into the jaws of the device. Another attempt was made and this time the clip would not fire. It appeared that the feeder was other remarks: jammed which prevented the clip from loading into the jaws. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position as they were stacking up on one another. The clip stacking caused the feeder to jam and prevented the clips from being able to function properly. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The clip stacking was a result of the manufacturing process. Nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking was a result of the manufacturing process. Nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
It was reported that the clip is crooked in the applier, so it cannot be released. The push mechanism can no longer function. There was no patient injury.